Event description:
I had the charite disc installed in l5-s1 in 2005. I was complaining about my legs feeling like concrete and very sore. I get charley horses all the time. I can't stand for a period of time and cannot walk for a long time. I have lost 30 pounds and very depressed. My mind wants me to do things above and beyond, but my back and legs won't let me do it. I was a very strong and hard working person. Now just trying to keep going. My personal life is a joke. I'm glad I have the husband who understands. I feel that this product was not the best interest for the people. It's a shame that there are people like me who are suffering everyday. Please read the above and change this item, before too many are hurt.